Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer could not troubleshoot at the time of report. No additional information was provided.